Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, the right ventricular lead integrity alert was triggered, and the unexpected delivery of a ventricular tachyarrhythmia therapy. Also there was a r-wave amplitude measurement issue. Concomitant medical products: d334trg crt-d, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to probable noise and oversensing on the right ventricular (rv) lead. Detections and therapies were turned off. The rv lead also had high pacing impedance, high sensing integrity counter (sic), and no capture. Under fluoroscopy, there appeared to be a possible fracture at the proximal end of the suture sleeve. The physician was unable to pass the stylet down the pace/sense portion of the lead due to the fracture. The rv lead was cut distal to the fractured portion in order to pass the stylet in the pace/sense portion lumen. The rv lead was removed without further difficulty and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.